Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: the black box and alarm history showed several call service (cs 078) alarms. Ez-prime steps were completed with no errors, alarms or warnings emitted. The product performed within specifications. The pump cover was removed and there was no damage found internally. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.